Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) noted the customer had plugged in a digital video interface (dvi) cable with a bent pin, which brought down the personality module audio video (pmav). The fse replaced the pmav to resolve the reported issue. The system was tested and verified as ready for use. Isi received the personality module audio video (pmav) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported complaint; however, the error was confirmed via the system error logs. The pmav was installed and tested on the pca test system. It was noted that the system started up without any error. The pmav ran twenty power cycles and all passed. Afterwards, the pmav remained on the test system for four hours in normal mode while testing other parts, and there were no issues reported. The remotefe logs were reviewed and seven occurrences of error 307 indicating a node configured to be present had stopped responding were found. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by the tse when troubleshooting the issue. Investigation revealed the following possible related system errors: 307/node not present: pmav " a node configured to be present has stopped responding. (The node was present at startup) no image or procedure video was provided. This complaint is being reported due to the da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the customer experienced a non-recoverable 307 fault. The customer informed the intuitive surgical, inc. (Isi) technical service engineer (tse) that they had power cycled the system prior to calling in to technical support and the issue returned. The tse reviewed the system logs and confirmed error 307 pointing to the personality module audio video (pmav). The customer stated the instruments were docked and inside the patient, but nothing was grabbing tissue. The tse had the customer perform a power cycle and a hard power cycle of the vision side cart (vsc). The tse asked the isi clinical territory associate (cta) if there was anything plugged into the pmav and the cta informed they had a tilepro input connected to the serial digital interface (sdi) input. Then, the tse recommended the cta disconnect the tilepro cable and power cycle the system, but the 307 error returned. Once again, the tse asked the cta if anything else was plugged into the pmav, and the cta informed there was a dvi output connected. The tse recommended the cta power cycle, hard power cycle the vision side cart (vsc), and remove the digital video interface (dvi) output so that nothing was connected to the pmav on power up; however, the 307 error returned. The customer stated the surgeon opted to convert the procedure to laparoscopy at that point. There was no reported injury or harm. Isi followed up with the cta and obtained the following additional information: the cta confirmed they were present during the procedure and confirmed the surgeon opted to convert to laparoscopic procedure as the system was unable to recover the 307 fault, even after troubleshooting with technical support. The cta reported that the system was inspected prior to use and no issues were noted. The reported error was experienced 30 minutes into the procedure. All troubleshooting was completed with technical support. The cta stated they had informed the surgeon that the reported issue occurred because of a faulty cord that shorted the circuit in the tilepro. There were no post-operative complications due to the surgical procedure. No video or image was available for review. The procedure was completed laparoscopically with no reported injury or harm. On 03-june-2021, isi received mw5101444 stating the following: "da vinci xi robot experienced nonrecoverable fault error code 307 during mid procedure. Instrument arms were left in patient. Rep advised total system shtudown and restart. System shut down and restarted 3 times. Nonrecoverable fault resulted each time. Instruments and da vinci removed manually as result of failure. Procedure continued thoracoscopically. After troubleshooting this issue, da vinci rep deteremined the title pro cable connected to the storz camera system fried the tile pro input box in the da vinci robot, resulting in nonrecoverable fault error code 307. Vendor came onsite 5/16 and repaired unit. Unit returned to service. Video ouput on vision tower was replaced. Composite video component protrudes from equipment leading to highter likelihood of damage." Intuitive surgical, inc. (Isi) followed up with the patient safety manager listed as the contact on mw5101444 and obtained the following additional information: the patient safety manager stated that as they began the additional dissection, the robot had a critical failure that was not able to be remedied by the isi representative. Therefore, the staff removed the robot and completed the procedure with vats. The patient suffered no consequences from the issue as the procedure was completed minimally invasively.